Event description:
The customer reported the new sensors had a high failure rate out of the box and intermittent failure afterwards, the red light would not light up or would not stay on. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was determined to be functioning as designed., corrected data: (lot#) was updated from "16c389" to "e16c389". (Model#) was updated from "4000" to "25232-001". (Brand name) was updated from "rd set adt adhesive sensor" to "rd set adt".